Event description:
According to the complainant, during the procedure, the physician attempted to advance the device into the papilla but the side car-rx (guidwire port) was noticed to be pushed back. Therefore, the physician had difficulty inserting the device into the papilla. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.

Manufacturer narrative:
Pt age: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.